Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 2, 2007 at 9:47 am, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving an error 5 message. Per the user's manual, error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. On november 6, 2007, this medical affairs specialist contacted the pt to obtain/clarify more information. The pt indicated that the reported issue began in 2007 at 8am. The pt was able to test on her husband's meter when the reported issue began. However, the pt reportedly tested only 3 times per day as opposed to her usual testing frequency of 6 times per day. The pt indicated that she did not want to bother her husband by using his meter as frequently as her own. Prior to that day at 4pm, the pt ate dinner. The pt stated, that she usually tests two more times between dinnertime (4pm) and bedtime (10pm) to make sure her blood glucose is ok and eats if the readings are too low. On this day, the pt did not test between dinnertime and bedtime. The pt reportedly did not eat anything within that time frame. At 10pm, the pt allegedly developed symptoms described as "clammy and sweating" and tested on her husband's meter obtaining a glucose reading of "47 mg/dl." The pt felt that she could have prevented the symptoms if her meter had been working that day between 4pm and 10pm. The pt did not take any action in regards to diabetes treatment and did not require any medical intervention due to the reported issue. During troubleshooting, the customer care advocate verified that the pt was using the correct testing technique and the test strips were in good condition. The reported issue was resolved with a new vial of test strips. When this mas called the pt back, she indicated that the meter started to work again, the day after her incident the next day and stopped working again on the day the pt contacted lfs. This complaint is being reported because the pt alleged that after the reported issue began, she reduced her testing frequency and developed symptoms that can be suggestive of hypoglycemia. Replacement products were sent to the pt.